Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 scs extensions with the same lot number. It was reported the pt was no longer receiving stimulation. A sjm rep was unable to resolve the issue with reprogramming. F/u identified a sjm rep was unable to achieve stimulation upon turning up the stimulation amplitude. Subsequently, surgical intervention was taken during which the pt's scs leads and extensions were tested with an mts. The diagnostics identified invalid impedance values. Next, the extensions were unhooked and the leads were tested with the mts; this resulted in stimulation. Therefore, the physician determined the extensions were the root cause of the issue. Subsequently, the extensions were explanted and replaced with 60 cm extensions which resolved the issue. Additionally, the pt's scs ipg was electively explanted and replaced.